Event description:
During a tracheotomy, surgeon using electric cautery at low current, the endotracheal tube which was being withdrawn, sparked and ignited. The flame was extinguished by pouring normal saline over the trachea. Bronchoscopy and visual exam of trachea showed no evidence of damage or injury.